Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after experiencing some anxiety post medication changes. The clinician could not interrogate the pulse generator and exhibited backup vvi mode. The device was explanted and replaced successfully,